Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a clot is inconclusive due to unknown clinical conditions. One 5 fr triple lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the sample. The majority of the sample was observed to be discolored, and the ink printed on the majority of the extension legs and catheter was observed to be worn and faded. A large split was observed in the catheter between the 9 and 10 cm depth markers. Blood residue was observed beginning from about the 0 cm depth marker to the 9 cm depth marker. Yellowish discoloration was observed mainly on the tubing of the extension legs and in various locations throughout the length of the catheter. The complaint of a clot was inconclusive due to unknown clinical conditions. Possible contributing factors include catheter maintenance and patient physiology.

Event description:
It was reported that on (B)(6) 2017, ultrasound showed a focal occlusive clot within the right basilic vein. Patient injury detailed as dvt/swelling.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1778 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that on (B)(6) 2017, ultrasound showed a focal occlusive clot within the right basilic vein. Patient injury detailed as dvt/swelling.